Event description:
Nellcor puritan bennett rec'd a call from user facfility on 10/20/98. User facility called to report the following problem: stop cycle while on pt with no alarm. Pt was dusky in color and was sent to hospital.